Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and found reagent probe leaking. Fse primed the system and found that leakage was due to failing collar wash vacuum valve. Fse disassembled the valve, cleaned it and reinstalled. Qc passed with no errors. Fse asked customer to limit testing to stat samples. A replacement valve was ordered by the fse. Fse then installed a new probe wash collar solenoid valve and verified repair per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that fluid was leaking from a reagent probe in the unicel dxc 600 pro synchron clinical system. Per customer, the fluid was on the floor and on covers. No injury was reported and no erroneous results were generated.